Manufacturer narrative:
(B)(4).

Event description:
It was reported that pico pump stopped working after two days. No harm or injury reported on patient. Procedure was finished with a smith and nephew back up device. There was a delay: greater than 30 mins.

Manufacturer narrative:
H10. H3, h6: we have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found further instances of the reported event in the past years. The device was used for treatment. The returned device underwent a product evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted the device functioned without issue. No device errors or issues were detected. Potential causes for the issue experienced are: 1. The device detected an air leak or blockage and paused therapy so the issue could be rectified. 2. The dressing was saturated and needed to be changed. 3. The batteries needed to be changed. 4. The device detected unsafe levels of use and so entered an error state for patient safety. We have not been able to confirm a relationship between the event and the device. The investigation has been closed as no device problem detected. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.